Event description:
It was reported that the patient experienced pericardial effusion, cardiac tamponade, cardiac perforation, hypotension.During a pulse field ablation (PFA) procedure for the treatment of atrial fibrillation, a FARAWAVE NAV Catheter was selected for use and advanced to the left and right pulmonary veins, and ablation was performed. During the procedure, the physician experienced difficulty advancing and retracting the guidewire. The FARAWAVE NAV Catheter was removed from the patient, and examination revealed that the guidewire had broken within the catheter. A new guidewire was inserted into the same FARAWAVE NAV Catheter in an attempt to continue the procedure; however, resistance was also noted at the catheter handle. Despite the difficulties encountered, the physician elected to continue using the same FARAWAVE NAV Catheter, and ablation was performed for approximately 30 minutes. During the procedure, the patient experienced drop in blood pressure. Pericardial effusion was observed during ablation of the last pulmonary vein, identified as the left superior pulmonary vein (LSPV), while the catheter remained within the heart. The physician reported that the perforation was located at the left superior pulmonary vein. A transthoracic ultrasound was performed and confirmed cardiac tamponade. The procedure was aborted, and pericardial drainage was initiated. Due to insufficient drainage, the patient was transferred to the thoracic surgery operating room for surgical intervention. The patient experienced a prolonged complication requiring surgery.

Manufacturer narrative:
D2a Common Device Name: Percutaneous Cardiac Ablation Catheter For Treatment Of Atrial Fibrillation With Irreversible Electroporation.